Event description:
Reporter indicated a pt appeared to have high lead impedance readings on the vns handheld computer but in fact, there was no high lead impedance for this pt and felt a data scramble malfunction had occurred in the software. The diagnostics testing dates occurred prior to the pt's implant date. Further info has been requested.